Manufacturer narrative:
The device was received and evaluated. No blood was observed on device. The formed needle, soft cannula, and bottom housing were inspected for abnormalities that could contribute to bleeding at the infusion site. No damages or defects were found. The exposed soft cannula was observed to be elongated and kinked. During fluid path testing an external tear was located in the soft cannula at the tip of the formed needle. The soft cannula was clamped below this damage and a leak test was conducted for an internal leak. No internal leak was found. The timing and cause of the damage could not be determined. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl). The patient was reportedly bleeding from the infusion site (arm) while worn for between 1 and 4 hours. As treatment, a new pod was applied.